Manufacturer narrative:
(B)(4).

Event description:
Procedure: thoraco/lobectomy. According to the reporter: a nurse loaded the 1st cartridge (camel 60) onto stapler. When the surgeon received the device, the handle was in the firing position and the green button could not be pushed, but the device could be fired. After 2nd loading, the same thing occurred, but firing could be done. However, after 3rd cartridge was loaded, the surgeon considered it would be risky to use the stapler on vessels, and new stapler was opened to complete procedure. No bleeding. No tissue damage. No unanticipated tissue loss. Nothing fell into cavity. No patient harm. Or time not extended.